Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe single use the tip was found to be deformed. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, when unpacking a box of disposable sterile syringe products, it was found that the injection head of the syringe was deformed.

Event description:
It was reported while using bd luer-lok¿ syringe single use the tip was found to be deformed. There was no report of patient impact. The following information was provided by the initial reporter: on february 8, 2022, when unpacking a box of disposable sterile syringe products, it was found that the injection head of the syringe was deformed.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, a damaged barrel was observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the photo returned, damage is observed on the barrel roof. The team has investigated and mapped out the potential station which could cause the reported defect. It could have occurred at the printing machine. The probable root cause could be due to the belt at the printing station being elongated or spoiled. When the belt is elongated or spoiled, it will cause poor feeding of the molded barrel at the linear track due to inadequate guiding of the barrel along the linear track. H3 other text : see h.10.